Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, delamination on valve. Leak test and microscopic analysis was performed which identified: delamination on valve (>75% total separation), opening puncture and non-penetrating nicks. Based on the device analysis the final assessment is: a striated punctured due to surgical damage like consist in the use of some surgical tool. A delamination total of the valve (cohesive failure).

Event description:
The device was explanted.